Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call needing assistance with programming a basal pattern. Customer's blood glucose was 459 mg/dl. Customer treated with insulin manual injection. Customer's blood glucose was 148 mg/dl at time of call. Customer will not be returning the device for analysis.